Event description:
Device is a disposable pacing/defib pad used with MFR's defibrillator. It was noticed that a pad sparked while in use on a pt. Pad has been sent to MFR for investigation. It has been noticed on several lots that when the cover is peeled off of pad the pad rips rendering it inoperable.